Event description:
A report was received from the son of a complainant that the memory lens implanted in his father's right eye has since opacified. The implanting eye care professional reported device was implanted 6 yrs ago with no complications. Current visual acuity 20/50, right eye, and poor prognosis at in 2006 visit. There are no plans at this time to explant device. No further info has been provided.

Manufacturer narrative:
The device history records & sterility records have been reviewed by manufacturing and found to be in compliance. This lens was manufactured before april 2000 and underwent a modified (buffered tumbling) process during its manufacture. The method of manufacture was subsequently changed to eliminate the use of this modified process. There have been reports of biofilm formation causing opacification of lenses with serial numbers that correspond to the use of the modified (buffered tumbling) process.